Event description:
It was reported that during an unknown procedure, the blade fell out of the unit after it was used. It was not inside the patient. It was not reported how the procedure was completed. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.